Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A male patient reported that three (3) weeks after an intraocular lens (iol) implant surgery, he is experiencing lines / strokes in his vision when the light hits his right eye. He is having difficulty driving on the highway. When he looks at the street lamp with four (4) led lights, he sees 4 lines. When he inclines his head 45 ° angle to the left, he sees a horizontal line. When he inclines his head 45 ° angle to the right, he sees a vertical line. The line moves depending on how the light phenomena comes. The patient added that another iol was implanted in his left eye and he has no problem. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).